Manufacturer narrative:
B5 - ipg is no longer reportable as there were no allegations of deficiency against ipg.

Event description:
Additional information revealed that the patient did not lose therapy and the ipg was still operable prior to replacement. No allegations against the ipg.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming their ipg inoperable. In turn, surgical intervention may take place to address the issue.